Event description:
The customer was hospitalized for dka. The alarm history revealed an alarm. Explained to change the set and reviewed proper insertion technique. Suggested to have the customer call the help line if further assistance is required.